Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bypass, on stapling the stomach, the device did not fire. They changed the reload to complete the case. There was no patient injury.